Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient¿s preop and post-op hemoglobin? What was the color/product code of cartridges used? Was buttressing material used? Was any diagnostic testing done to determine a leak or bleed? If so, what was the result? Was there any issue in regard to stapler performance throughout procedure? How long post-op did event occur? What is the current patient status?

Event description:
It was reported that post-op of a gastric bypass, the surgeon complained to the sales rep that, the patient is still in the hospital and is complaining of nausea and vomiting and their hemoglobin is showing signs of internal bleeding.